Manufacturer narrative:
Combination product: yes. Protego promri s 65 sn (B)(6). Upon receipt, the lead under complaint was found cut 52.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through at 41.5 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the observed high shock impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Furthermore, the rv shock coil was found deformed and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Sentus promri otw qp l-85 sn (B)(6). Upon receipt, the lead under complaint was found cut 64 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. At 57 cm proximal to the lead tip the conductor coil was found fractured, which is assumed to be the root cause of the observed high pacing impedance. The fracture probably resulted from severe mechanical stress in the implanted state. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that the shock impedance on this lead was out of range (> 150 ohms). The lead was explanted and replaced by a new one. During the same surgery the lv lead was also explanted due to high pacing impedance values. The patient was downgraded to dual chamber therapy but without changing the ICD.